Event description:
The customer observed falsely elevated alinity c potassium results for 3 patients. The results were not reported out. The samples were repeated with lower results. The following data was provided: sid: (B)(6) initial result = 7.8 mmol/l repeat result = 3.45 mmol/l. Sid: (B)(6) initial result = 7.21 mmol/l repeat result = 4.26 mmol/l. Sid: (B)(6) initial result = 7.26 mmol/l repeat result = 3.25 mmol/l. Customer normal range: 3.5 - 5.1 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sid: (B)(6).

Manufacturer narrative:
The complaint investigation for falsely decreased sodium results while using alinity c ict sample diluent, lot number 92327un25, on an alinity c processing module, serial number (B)(6), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. The customer retested the samples using the same lot of reagent and acceptable results were generated. In addition, the quality control was performing within the expected ranges. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. Manufacturing documentation was reviewed and did not identify any issues. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on the information provided and abbott diagnostics complaint investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely elevated alinity c potassium results for 3 patients. The results were not reported out. The samples were repeated with lower results. The following data was provided: sid (B)(6) initial result = 7.8 mmol/l repeat result = 3.45 mmol/l. Sid (B)(6) initial result = 7.21 mmol/l repeat result = 4.26 mmol/l. Sid (B)(6) initial result = 7.26 mmol/l repeat result = 3.25 mmol/l. Customer normal range: 3.5 - 5.1 mmol/l no impact to patient management was reported.